Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06917. Related manufacturer reference number: 2938836-2020-06918. It was reported that the patient presented to the emergency room because their device was eroded and visible to the naked eye. Infection was also suspected. The device and leads were removed without complication.